Event description:
It was reported that the patient's right ventricular (rv) lead had a lead impedance alert triggered, indicating the defibrillation impedance was high out of range. No intervention was discussed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.